Manufacturer narrative:
The device, used for treatment, was returned for prior evaluation but discarded. Visual inspection and functional evaluation of the returned pin driver found that the inner cylinder of the pin driver had detached from the pin driver and that the inner cylinder of the pin drivers would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 8 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.

Event description:
It was reported that during surgery, the inside of the pin driver where the pin sits spun with the drill instead of securing and driving the pin into the bone. Delay of less than 30 minutes, a back-up was available. No injury or patient impact involved.